Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 247 mg/dl, 256 mg/dl and treated it with correction bolus. The customer reported that the customer had tried all remedies but no delivery alarm issue was unresolved. The insulin pump will be returned for analysis.